Event description:
It was reported that the pt had stimulation, but could not longer locate the ipg with the external devices. The pt had lost(B)(6). In addition, the ipg site felt uncomfortable especially when the pt sat down. Follow up identified the physician planned to undertake surgical intervention to address the issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.